Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Which link device was implanted? Did the patient have any pre-existing dysphagia or other conditions (other than gerd) pre-implant? Did the patient have autoimmune disease or allergy to metals? Was the patient taking steroids / immunization drugs pre/post implant? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos of the endoscopy available? How many beads eroded at the time of the endoscopy? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date endoscopically removed the eroded beads & laparoscopically removed the device the same day endoscopically removed the entire device laparoscopically removed the entire device what is the current condition of the patient ?

Event description:
It was reported post implant of linx device, linx erosion. The issue was diagnosed by an endoscopy, patient impact currently reported by the doctor did report difficulty swallowing. Removed 4 beads endoscopically on (B)(6) 2018. Remainder of beads to be removed at a later date. That is all that is known at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 11/29/2018. Additional information was requested, and the following was received: which link device was implanted? Did the patient have any pre-existing dysphagia or other conditions (other than gerd) pre-implant? Did the patient have autoimmune disease or allergy to metals? Was the patient taking steroids / immunization drugs pre/post implant? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos of the endoscopy available? How many beads eroded at the time of the endoscopy? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. What is the current condition of the patient? Response: there are remaining beads in the patient that will be removed when surgery is scheduled. (B)(6) is holding onto the beads he removed endoscopically until he completes the patient¿s surgery. I have provided you with all the details I am aware.

Manufacturer narrative:
(B)(4). Additional information received: dr. (B)(6) endoscopically removed beads on (B)(6) 2018. He then let the patient heal and removed the remaining beads laparoscopically on (B)(6) 2019.